Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
It was reported by patient's parents that the patient's processor had suddenly stopped working. The external equipment was exchanged but with no change. There has been no trauma reported by parents. Possible plans for re-implantation.